Event description:
One day post sapien xt implantation, the patient had increasing congestive heart failure (chf) symptoms; a swan-ganz catheter was placed. The patient also developed blurred vision in the right eye, attributed to a mild stroke and a-fib. Two days post procedure; it was believed that moderate-plus ai had developed (cai and pvl worsening from no cai and trace-mild pv). Three days post tavr the patient returned to the (hybrid) or for root angiogram and tee to make decisions about possible valve-in-valve. A tee demonstrated mild pvl, there was no cai, and there was a mobile plaque/thrombus on the ventricular side of one of the leaflets. A root angiogram demonstrated trace ai. Due to the findings, plans for a valve in valve were stopped and the patient was started on heparin. During angiogram, the position of the valve looked more aortic (probably 75:25) but that was not believed to be contributing to the issue. The native annulus measured 20mm x 24mm with an area of 391mm2 by CT. The native aortic annulus was mildly calcified, the native leaflets were moderately calcified and there was no calcification on the aortic root. Both the image intensifier angle and coaxial alignment of the delivery system were noted to be good. There was no loss of capture and ventilation was not held during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of thrombus development is unknown; however, per report, patient was not on heparin. Heparin has been added to the medication regimen. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. The exact cause for the patient¿s stroke cannot be confirmed; however, in addition to the procedure itself, the patient¿s age (91) and gender put her at higher risk for stroke. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.